Event description:
An incident was reported where the customer was hospitalized in the intensive care unit after an ambulance transported them, the customer's highest blood glucose level related to the incident was over 900 mg/dl. There was no injury reported, and no permanent damage was identified by healthcare professionals. The treatment administered resolved the issue. The customer was released from the hospital on the same day. During troubleshooting with tandem technical support it was discovered the customer did not have their infusion set on.